Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device entire drawer off the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on bus. A field service engineer (fse) inspected the station and noted that drawers 3.1 and 3.2 were off the bus. Diagnostic leds indicated an issue with drawer controller 3.2. The fse installed a replacement pyxis modular control board and drawer controller 3.2. After reconfiguration, the drawer was successfully recovered with no further issues. Operation was tested in the application, with no issues noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device entire drawer off the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.